Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a fibulock ankle arthroscopy procedure, the surgeon was drilling in the canal with the 3.2mm drill bit that is included in the st6100, standard procedure pack. The drill got up through the fracture site and the surgeon stopped drilling to get an image. When the drill was restarted, the drill bit broke. Most of the fragments were retrieved however, one fragment remained. The case was completed with a drill from a second standard procedure pack, st6100. The surgeon used the unbroken drill bit and the case was completed with no further issues.